Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Eval code method code no longer applies to this event, eval code-result code no longer applies to this event, eval cod e-conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 1000 mcg/ml at 675 mcg/day via an implantable pump via simple continuous dosing for an unknown indication for use. It was reported that two motor stalls occurred and a critical pump alarm went off. It was reported that the first motor stall recovered by itself, but a second one occurred within one day. Pump logs were provided and indicated that a motor stall occurred on (B)(6) 2019 at 17:54 and a motor stall recovery occurred on (B)(6) 2019 at 23:29. The second motor stall occurred on (B)(6) 2019 at 13:16 with no recovery noted in the logs. The estimated date to elective replacement indicator (eri) was 9 months. It was reported that the patient felt a loss of therapy effect. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics performed included telemetry of the pump and applying a single bolus via physician programmer (8840) and via myptm. Interventions taken was the replacement of the pump. It was reported that surgical intervention was planned and was scheduled for (B)(6) 2019. It was reported that the event was not resolved at the time of this report and the patient status was alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the physician was asked today, but the patient weight is not documented and therefore the physician does not know. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's weight would need to be obtained from the physician side. It was confirmed that the surgery took place on (B)(6) 2019 and the pump was explanted. It was reported that the patient was doing fine after the replacement. Therapy effect return in its normal way after the patient received the new pump and the drug was delivered again. No further complications were reported/anticipated.